Manufacturer narrative:
(B)(4) additional surgeries, procedures. Treatment with medication. Leiomyosarcoma cancer occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2011 and morcellex was utilized, to treat a large fibroid uterus. It was reported that pathology from exploratory surgery in (B)(6) 2011 showed metastatic uterine leiomyosarcoma with positivity for desmine, sma, caldesmon and cd10. The patient underwent chemotherapy from (B)(6) 2011 through (B)(6). On (B)(6) 2011, the patient completed radiotherapy. It was reported that the patient had gi problems since (B)(6) 2012 bowel resection and has been tpn dependent. It was reported that as of (B)(6) 2014, progress report showed no recurrence of disease by imaging. No additional information was provided.